Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and patient had a button hole flap in the left eye. A photorefractive keratectomy (prk) procedure over flap is scheduled once the flap as healed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints of feeling scared. Patient reported symptoms are not interfering with daily activities.  Bcva from (B)(6) 2017: right eye pre-op 20/20 -4.50 x -.75 x 90, left eye pre-op 20/20 -4.00 x -.75 x 97.

Manufacturer narrative:
Date received by manufacturer. Was inadvertently left blank when submitting supplemental report #1. This field should have been populated with the date 1/19/2018.

Manufacturer narrative:
Correction: initially reported device manufacturing date from 1/1/2008 to corrected device manufacturing date 09/30/2007. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.